Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a pharmacist and a physician from (B)(6) of septic peritonitis with (B)(6) in a (B)(6) female patient coincident with extraneal viaflex therapy. In (B)(6) 2010, the patient began treatment with extraneal viaflex (dose not reported, most recent lot numbers 10j15g37 and 10i19g37) and unspecified fresenius peritoneal dialysis (pd) solutions intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The patient received unspecified fresenius pd solutions in the morning, at midday, and in the evening and extraneal during the night. On (B)(6) 2010, the patient experienced septic peritonitis with (B)(6). Remedial treatment consisted of vancomycin (dosage and duration unspecified). Laboratory tests were not reported. On an unreported date in (B)(6) 2010, the patient recovered from the septic peritonitis with (B)(6) without catheter removal. The action taken with extraneal was not reported. Unspecified fresenius pd solutions were also considered suspect. Medical history and concomitant medications were not reported. The reporting physician believed the septic peritonitis with (B)(6) was not related to extraneal viaflex.